Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The traveler rx is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat an unspecified vessel. The 2.50 x 12mm traveler rx balloon dilatation catheter shaft was fractured during advancement in the guiding catheter but remained in one piece. The device was then carefully withdrawn from the catheter after ensuring that no loose pieces were left in the catheter. There was no reported adverse patient effect and no clinically significant delay in the procedure. A new device was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported break/separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported break/separation appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.